Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited elevated pacing thresholds since implant. During a normal follow up, the physician suspected of a micro-dislodgment as the threshold continued to rise. As result, the lead was extracted and replaced with an alternate. The lead operated as expected once explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation.

Event description:
It was reported that this right atrial (ra) lead exhibited elevated pacing thresholds since implant. During a normal follow up, the physician suspected of a micro-dislodgment as the threshold continued to rise. As result, the lead was extracted and replaced with an alternate. The lead operated as expected once explanted. Ths correction report is being submitted to include the previously omitted conclusion code.